Manufacturer narrative:
Additional products: d1: heartware ventricular assist system / battery d4 : model # : 1650de / catalog # : 1650de/ expiration date : 31-mar-2024 / serial # : (B)(6) d9: no h3: no h4: mfg date: 29-mar-2023 h5: no d1: heartware ventricular assist system / battery d4 : model # : 1650de / catalog #: 1650de/ expiration date: 31-mar-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 30-mar-2023 h5: no d1: heartware ventricular assist system / battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 31-mar-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 30-mar-2023 h5: no d1: heartware ventricular assist system / battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 31-mar-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 30-mar-2023 h5: no d1: heartware ventricular assist system / battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 31-mar-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 30-mar-2023 h5: no d1: heartware ventricular assist system / battery d4: model #: 1650de / catalog #: 1650de/ expiration date: 31-mar-2024 / serial #: (B)(6) d9: no h3: no h4: mfg date: 30-mar-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending, and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller and batteries exhibited power switching. The controller and batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during review of the log files a controller loss of power was noticed.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: one (1) controller ((B)(6)) and six (6) batteries ((B)(6)) were returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power ports. An internal inspection of the controller did not reveal any anomalies. Supplemental testing was performed, and the test results revealed contamination on the pins and that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion; no damage was observed to the controller receptacles' springs and troughs. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Internal inspection of the batteries did not reveal any anomalies. Log file analysis revealed that the controller in use during the reported event ((B)(6)) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several instances of premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed several premature power switching events that were due to communication errors involving (B)(6) and (B)(6). Analysis of the data log file revealed several instances involving (B)(6), where the batteries¿ relative state of charge (rsoc) was between 101-201 which is indicative of communication errors. Log file analysis also revealed a controller power up event with an associated pump start event logged on (B)(6) 2025 at 12:33:52, indicating a loss of power to the controller the data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with (B)(4) relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with (B)(4) rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for nine (9) seconds. No anomalies were observed leading to the loss of power. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on (B)(6) 2025 at 10:46:48, indicating a physical disconnection of the driveline, likely during the reported controller exchange. As a result, the reported event was confirmed. The associated batteries had been lubricated prior to release. Based on an investigation conducted under CAPA pr00574181 and the available information, the most likely root cause of the reported power switching event can be attributed to momentary disconnections and/or communication errors due to fretting corrosion of the controller-port/power-source pins, and/or contamination on the controller receptacle sockets/power source pins. Even though this CAPA is now closed, (B)(6) and associated batteries fall in scope of this CAPA. Possible root causes of the observed communication errors can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. The most likely root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one power source. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. The most likely root cause of the observed contamination within the controller ports event can be attributed to the handling of the device. Additional products: serial #: (B)(6) d9: yes, return date: 12-aug-2025 h3: yes d4 : serial #: (B)(6) d9: yes, return date: 12-aug-2025 h3: yes d4: serial #: (B)(6) d9: yes, return date: 12-aug-2025 h3: yes d4: serial #: (B)(6) d9: yes, return date: 12-aug-2025 h3: yes d4: serial #: (B)(6) d9: yes, return date: 12-aug-2025 h3: yes d4: serial #:(B)(6) d9: yes, return date: 12-aug-2025 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.